Manufacturer narrative:
It is unknown if the product is available for investigation. It is yet to be received.

Event description:
The event involved a chemotherapy administration set-primary plum set, 15 micron filter in sight chamber, clave(orange line) that leaked an unknown chemotherapy drug onto the patient¿s skin. The leak was noted to be from the filter of the orange line. Action taken was that the ward manager and doctor were informed. The patient was apologized to and instructed to wash the arm.

Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples were returned for investigation. A picture was provided by the customer indicating the location of the experienced leak, however, the leak cannot be confirmed by the picture. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was performed for lot #877005h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.